Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that the patient's monitor would not fully power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) has not yet been returned. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the alleged defective monitor. The patient was issued a replacement monitor.